Manufacturer narrative:
Per the instructions for use (IFU), device degeneration is a potential risk associated with the use of bioprosthetic heart valves. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the mean gradient pre-deployment was above 50mmhg and the doctor noted that the valve failed prematurely. Upon review of the medical records by the clinician, the findings were stenosis, increased gradient (40mmhg), decreased leaflet mobility and leaflet calcification. A 26 mm sapien 3 ultra valve in valve (viv) was successfully implanted with a post gradient of 3mmhg. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported to a field clinical specialist, approximately 5 years, 1-month post-implant of a 26mm sapien 3 valve in the aortic position via transfemoral approach the valve failed due to stenosis. The doctor noted that the valve failed prematurely and a 26 mm sapien 3 ultra valve in valve (viv) was successfully implanted with a post gradient of 3mmhg. As reported, the mean gradient pre-deployment was above 50mmhg. Upon review of the medical records by the clinician, the findings were stenosis, increased gradient (40mmhg), decreased leaflet mobility and leaflet calcification.

Event description:
Upon review of the medical records by clinician, the findings were stenosis, increased gradient (40mmhg), decreased leaflet mobility and leaflet calcification.

Manufacturer narrative:
Correction to b5, b7 and h6 based on additional information received. No product was returned to edwards lifesciences for engineering evaluation. However, a device history record (DHR) review was done. Based on this review, the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The risk of valve degeneration has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on valve stenosis. Users are informed of the residual risks associated with use of the valve through the potential adverse events section in the IFU and/or device training materials. The benefits of the system outweigh the risks associated with valve degeneration. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the IFU as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the complaint was unable to be confirmed due to device unavailability/imagery unavailability. Based on the limited information provided, the root cause for the valve degeneration approximately 5 years 1 month post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.